Event description:
The complainant reported the console device failing to recognize the purge cassette. A backup console was used without further issue. There was no patient harm.

Manufacturer narrative:
The console (aic) was returned for evaluation. Upon observation of the console, properly detecting the purge pressure disc was reproduced, and the purge flag was confirmed to be broken (missing at blue disc retainer). The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.